Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the fill estimate increased from 75 units to 95 units. The customer did not know blood glucose value during the time of the call, but reported blood glucose level was not impacted.